Event description:
It was reported that the device had a damaged downstream occlusion (dso) sensor. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of damaged downstream occlusion (dso) seal. There was no prior service history and no reoccurring alarms. Complaint of dso seal damaged confirmed through visual inspection. Replaced dso seal.